Manufacturer narrative:
(B)(4). Batch # t94c9d. Additional information obtained: the surgeon removed the missing blade via the trocar by a forceps. The surgeon¿s comment: I was relieved I could remove the piece and the blade might overload on cutting the abdominal wall. The patient is stable. Investigation summary: the device was received with the I-blade lower tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, it was found that I-blade was broken off inside the patient when it was cleaned at the end of the operation. The broken pieces were retrieved. The same device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2020. Additional information obtained: the operation was tlh.